Event description:
The device was used during a diagnostic laparotomy procedure. Reportedly, the sleeve was damaged and a component disengaged into pt's cavity. The surgeon x-rayed the pt and enlarged the incision, but could not locate the component.